Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The first and second rows of proximal stent struts were pulled and stretched distally. The bumper tip of the device was flared outwards. Balloon profile: the balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several hypotube kinks throughout the length of the catheter. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 20mmx4.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed outside the patient, it was noted that part of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 20mmx4.00mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed outside the patient, it was noted that part of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and patient's status was good.